Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 1 trace at u1 on the keypad assembly.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure after self test. Customer stated that they are able to clear alarm successfully. Customer's blood glucose was unknown at time of incident. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.